Event description:
It was reported the pt experiences pain at the ipg site when moving or bending, regardless if stimulation is on or off. The physician believes the pain is due to scar tissue. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.